Event description:
It was reported that the left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. Additional information received by the boston scientific representative noted that the lead was explanted due to dislodgment. The lead will not be returned as it was damaged during the extraction.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. Additional information received by the boston scientific representative noted that the lead was explanted due to dislodgment. The lead will not be returned as it was damaged during the extraction. Boston scientific representative noted that the dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements were within normal limits. It was noted that there were multiple explant damages such as insulation tears, bond separation between the tip and the neck insulation, and stretched coils near the tip.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. Additional information received by the boston scientific representative noted that the lead was explanted due to dislodgment. Boston scientific representative noted that the dislodgement was confirmed via fluoroscopy. The device was returned for analysis.